Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pps system on (B)(6) 2007. According to the complainant, the patient experienced an injury. The specifics were not provided. According to the physician's office, the patient is over 18 years old and had a follow-up procedure in 2011. No other information was provided. Should additional relevant details become available, a supplemental report will be submitted.